Event description:
It was reported that the user received a low glucose alert during the night, with the lowest observed glucose of 75 mg/dl; the alert threshold was set to 75 mg/dl as configured by the user¿s clinician, and education was provided on how low alerts function on the ilet, per clinician guidance. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.